Manufacturer narrative:
(B)(4).

Event description:
The customer experienced an ongoing qc issue and received a questionable elecsys testosterone ii assay result for one patient sample. The sample was originally tested in a pour off plastic aliquot tube with a result of 177 ng/dl. This result was reported outside the laboratory. Later that day, the physician called to question the result as it did not fit the clinical picture. The customer retested the original aliquot tube and also poured a fresh aliquot from the parent tube. The result for both aliquots was 21 ng/dl and was believed to be correct. The physician stated the original result required diagnostics scans to be performed on the patient that he would not have ordered otherwise. No specific information was provided. No adverse event was reported. The reagent lot number was 13762705 with an expiration date of 06/30/2017. The field service representative could not find a cause. He inspected and adjusted the air filters, fans, syringes, transfer assemblies, air compressor, rear fans, wash-stations, rear pump pressure, and water pump pressure. He cleaned the sample and reagent areas. He performed a precision check which passed and ran analyzer performance testing that was acceptable. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Evaluation of quality control data found ongoing issues with false, high outliers. Possible causes include contamination of the laboratory with dust, issues with the sample quality, or issues with the handling of the reagent.